Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged and the pump contained moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: during investigation, the battery compartment was cracked along the side of the pump. Corrosion was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture damage inside the case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.